Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported intraoperative and distal type iiib endoleak of the bifurcated device. The procedure-related harms and device, user, procedure, or anatomy relatedness of this event could not be determined. No contributing factors were identified, and the final patient status was not reported. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. Corrections: b1, e1 physician name, g1-2 contact office. H6 device code (remove 2978). H6 result code (remove 3233). H6 conclusion code (remove 11).

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent. During the initial procedure, a type iiib endoleak of the bifurcated device was detected. The physician elected to conclude the procedure and will continue to monitor the patient. As of date, there have been no additional patient sequelae reported.